Event description:
In 2003 a pt of unknown age and medical history underwent a surgical procedure (type unknown) involving implantation of a cryopreserved aortic valve and conduit. According to the surgeon's incident report to the MFR, two days after surgery the pt became extremely hypertensive and was returned to the operating room for intervention. Upon re-operation, the surgeon noted that the homograft had split 4 to 5mm below the suture line. It is also reported that the pt lost a considerable amount of blood, but the surgeon was able to suture the tear line stablize the pt. No further complications have been reported to date.